Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother of the patient reports her daughter applied a new pod in the morning with the school nurse and her blood glucose level was 232 mg/dl she had performed a bolus and had eaten breakfast then her blood glucose level increased to 309 mg/dl. The mother of the patient had brought her daughter for a routine visit at the doctor¿s office where her blood glucose level was 407 mg/dl, the nurse checked her pump and stated it was not working. As treatment, the nurse gave the patient a manual injection of 5 units of insulin and the patient changed the pod bringing the patients blood glucose levels down. The mother also reports her daughter¿s doctor changed the basal program and increased the basal settings.